Manufacturer narrative:
The following fields have been corrected/additional information: b5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the orders were not crossed over. A technical support specialist found that the malfunction was due to the device not being connected with the server. Rebooted the station, and the server got backup to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple orders not crossing over to station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the multiple orders not crossing over to station due to software issue. A technical support specielist resolved by rebooted the device. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system multiple orders not crossing over to station. There were no adverse events or injuries reported based on this incident.